Event description:
It was reported that the user experienced two issues with the ilet system: the pump did not provide high blood glucose alerts at the user¿s expected threshold of 150 mg/dl, and the device required frequent repositioning on the charger to initiate charging. Symptoms included no reported adverse clinical effects, with a reported blood glucose of 122 mg/dl at the time of the call. Outcomes included shipment of a replacement charger and a replacement pump, with instructions to contact support if charging issues persist. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the device¿s alert behavior was consistent with the product¿s design, which provides high alerts only after sustained hyperglycemia above the device¿s predefined threshold, and that the charging difficulty was consistent with a potential charger or alignment issue. It was concluded, based on previously established findings for similar reports, that the alert concern was due to expected device behavior and the charging concern was likely due to charger performance or placement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.